Manufacturer narrative:
A review of the device history records did not identify any anomalies. The evaluation of the user interface computer showed the system was repeatedly attempting to access protected memory locations. The evaluation of the ultrasound module confirmed the reported error message. The investigation is ongoing.

Manufacturer narrative:
Corrected to the stellaris system serial number of (B)(4) as the event involved the user interface module and the ultrasound module. The device history record for the entire system was reviewed and no anomalies were found. The user interface module did boot up through to the gui and tested as operationally normal upon receipt, however it did encounter an issue. The user interface module was repeatedly attempting to access protected memory locations, indicating memory corruption. During the product evaluation, the ultrasound module displayed an error after first tuning of a test handpiece. The second attempt and all subsequent trials resulted in the error the customer reported. The ultrasound module was equipped with a version of daughterboard that has been updated to combat this issue. The daughterboard is associated with a corrective and preventative action that was implemented on (B)(6) 2014 after the manufacture date of 9/8/2011 of this installed component and verified as effective on (B)(6) 2015. This corrective and preventative action was initiated to enhance the daughterboard design to increase the vds for fet to add additional margin between transient voltages and add emi bead to fet gauge to suppress cross-coupling creating transient voltages. The lot history, trend analysis, risk analysis and/or directions for use were considered acceptable, with the product performing within anticipated rates. No additional corrective action or further investigation is necessary at this time.

Event description:
The facility reported during I/a, the display screen went black. Upon re-boot of the system it came up with error code usm01 (u/s module not detected. Surg. Mode not available). Customer confirmed there was a 6-8min lapse in order to get a loaner system in place to finish the case. No patient impact was reported.